Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the drill bit tip broke while drilling a hole. All pieces were retrieved from the patient. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The drill head was not returned for examination. The shaft is bent and is also scored at its distal end. The break site is damaged in a manner that is consistent with contact with a bent guide wire. Dimensional assessment of the shaft confirmed it met print specification. After the evaluation the root cause for the reported issue was determined to be user error.